Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the right ventricular (rv) lead. Device interrogation revealed high capture threshold on the rv lead. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.